Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "fentanyl drip infusing when nursing staff responded to "air in line" alarm on the alaris pump. Nursing staff inspected the pump and tubing, found an area of concern on the drop chamber that appeared to be a puncture site. The tubing was exchanged. The facility has completed our review of the report. The remaining fentanyl in the tubing was removed and sent for analysis and the alaris pump was removed from service for evaluation. At this time there is not concern for altercation or diversion of the fentanyl that was being administered. The alaris pump has also been evaluated and functioned as intended. Facility inquiring add'l evaluation/info on the area of concern on the drip chamber of the tubing." There was no patient harm.

Manufacturer narrative:
The report of air in line alarms during infusion was not confirmed as the pump module was not received for investigation. Initial inspection of the set showed no anomalies. While priming the set, small fluid drops began to form on the outside of the drip chamber, approximately 1/2 inch above its base. A test pump infusion completed without any alarms or visible air pockets in the tubing. The slow leak from the side of the drip chamber continued throughout the infusion. Magnified inspection of the leak site revealed one pin-sized hole which penetrated through the side of the drip chamber wall. The root cause of the hole and leak was not identified.

Event description:
Received a copy of the customer's medwatch report which states, "fentanyl drip infusing when nursing staff responded to "air in line" alarm on the alaris pump. Nursing staff inspected the pump and tubing, found an area of concern on the drop chamber that appeared to be a puncture site. The tubing was exchanged. The facility has completed our review of the report. The remaining fentanyl in the tubing was removed and sent for analysis and the alaris pump was removed from service for evaluation. At this time there is not concern for altercation or diversion of the fentanyl that was being administered. The alaris pump has also been evaluated and functioned as intended. Facility inquiring add'l evaluation/info on the area of concern on the drip chamber of the tubing." There was no patient harm.

Event description:
Received a copy of the customer's medwatch report which states, "fentanyl drip infusing when nursing staff responded to "air in line" alarm on the alaris pump. Nursing staff inspected the pump and tubing, found an area of concern on the drop chamber that appeared to be a puncture site. The tubing was exchanged. The facility has completed our review of the report. The remaining fentanyl in the tubing was removed and sent for analysis and the alaris pump was removed from service for evaluation. At this time there is not concern for altercation or diversion of the fentanyl that was being administered. The alaris pump has also been evaluated and functioned as intended. Facility inquiring add'l evaluation/info on the area of concern on the drip chamber of the tubing." There was no patient harm.